Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting settings not available on their controller. The patient reports that they suddenly felt a ¿power surge¿ through their leg that quit right before the settings not available screen appeared. The patient screamed when they felt the power jolt. The patient confirmed the ins was fully charged. They tried other groups but hasn't been able to resolve the issue. The patient was redirected to their healthcare provider (hcp) to address the error message. No further complications were reported or are anticipated.